Manufacturer narrative:
The t:slim g4 user guide states: the insulin on board (iob) feature reflects how much insulin is remaining in your body from previous boluses. Iob is always displayed on the home screen and is used in bolus delivery calculations when applicable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 254 mg/dl. The customer took a correction bolus via the pump. The customer stated that they thought the insulin on board (iob) counted the basal rate and was under the impression that the pump was not delivering insulin. The customer was instructed on how the iob display functions. A system check performed with tandem technical support indicated that the pump was operating as expected. A recommendation was made for the customer to check the site and change it out if needed.